Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the x-ray system failed to boot up. Upon troubleshooting, the rse found that the system froze during an attempt to add a patient and upon shutting the system down it took a long time. The reported issue persisted, even after rebooting the system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse reviewed the logs and observed an interrupted startup, which had caused the system to freeze. To resolve the reported issue, the fse performed another reboot and after that the system started up correctly without interruption. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.